Event description:
A patient reported they saw the doctor on (B)(6), but wasn't having any real problems. The patient noted they do not see the doctor for another year. The patient noted a loss or change in therapy on (B)(6) 2016. The patient stated when she turns stimulation up it feels like it is going to come right out of her vagina. The patient stated that she can't sit when her stimulation is at a high rate. The patient noted they she feels a pulse to go to the bathroom right away, if she just goes into void she will feel some bowel leakage. It was noted the patient feels stimulation in the correct area. The patient was on program 1 at 2.2 volts. The patient switched to program 2 at 1.2 volts, the patient can feel it in her rectal area and not her vagina area so it feel better. Additional information from the patient reported no improvement and they can't increase settings any higher as it is uncomfortable. The patient they can not get a hold of the healthcare professional (hcp). The patient got no programming direction from the hcp's office. The patient switched to program 3. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.